Event description:
It was reported the patient's device had overdischarged a second time. It was unk when the second overdischarge took place. The first overdischarge was reported in 2008. See MFR report# 3004209178-2008-03006. The cause of the overdischarge was unk. No pt symptoms were reported. Additional info has been requested but was not available on the date of this report.